Event description:
It was reported that an interlink catheter extension set leaked. This occurred at the beginning of patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the injection site was separated from the female luer lock adapter. The stem of the injection site was broken, and a piece of the stem was bonded inside of the female luer lock adapter. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.